Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported labeling anomaly was confirmed in the laboratory. Visual inspection indicated that the header installed on the device did not match the laser inscribed header drawing on the can or the model number. The cause of the anomaly was a manufacturing error.

Event description:
It was reported that during a device change out the physician noted that the previously implanted device was incorrectly labeled. The device was replaced without complication.